Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at the post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device was successfully interrogated, and a memory dump was completed. Visual inspection revealed no irregularities that would have been present when the customer received or utilized the device, and the header was firmly attached. The longevity calculation for this device either passed or was not applicable; therefore, no problem was detected. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It as reported by the patient advocate that the clinic advised to contact boston scientific due to concerns that this implantable cardioverter defibrillator (ICD) possibly not functioning properly. Technical services (ts) noted that this device had reached elective replacement indicator (eri) and recommended device replacement. Ts also referred the patient to the clinic for further device evaluation. To date, this ICD remains in service. No adverse patient effects were reported. According to the additional information, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It as reported by the patient advocate that the clinic advised to contact boston scientific due to concerns that this implantable cardioverter defibrillator (ICD) suspected of not functioning properly. Technical services (ts) noted that this device had reached elective replacement indicator (eri) and recommended device replacement. Ts also referred the patient to the clinic for further device evaluation. To date, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It as reported by the patient advocate that the clinic advised to contact boston scientific due to concerns that this implantable cardioverter defibrillator (ICD) possibly not functioning properly. Technical services (ts) noted that this device had reached elective replacement indicator (eri) and recommended device replacement. Ts also referred the patient to the clinic for further device evaluation. To date, this ICD remains in service. No adverse patient effects were reported. According to the additional information, this ICD was explanted and replaced. No additional adverse patient effects were reported.